Event description:
Femoral impactor tip was broken off during the placement of femoral head. Upon looking for tip, it was not found. Do not know if the metal piece was on the floor or in pt. The dr checked patient thoroughly and staff checked back table and floor in the operating room. This was an outside tray from depuy. I do not have any instrument number.